Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 297c25. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Had to ligate the vessel on both sides and cut. If yes, did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon was using device and the device misfired and locked out on tissue. The surgeon was able to get the jaws open and replaced the device to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with the jaw and trigger in closed position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also the reload was damaged, broken and not loaded properly on the device. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that the damage noted on the returned reload was due to improper handling of the reload and also a not properly reload installation. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 297c25, and no non-conformances related to the reported complaint condition were identified.